Event description:
It was reported that the patient had erosion at the pocket and an infection. It was noted the health care professional was going to treat with antibiotics but an explant may happen. The reporter noted that interrogation showed the battery was low. The reporter noted the patient history was not clear on whether the stimulation had been good or not. It was noted the patient had not used it much and had not been seen in about a year. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown, product type programmer, physician product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).